Event description:
It was reported that during implant the ventricular lead could not be inserted into the pulse generator header. The physician tried two other devices and the issue still persisted. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.